Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 380 mg/dl. A bolus of insulin and insulin injections were used to address the bg level. The customer was not sure what caused the high bg and declined tandem technical support's offer to troubleshoot.